Event description:
Pump declared alarm 20 during operation, which was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance to load a new cartridge using the proper technique and successfully resumed insulin therapy. No previous similar alarms were reported with this pump.